Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, concentric, de novo, 75% stenosis in the proximal right coronary artery. The 3.0x15 mm rx trek balloon catheter was advanced for pre-dilatation. The balloon was inflated and ruptured during the first inflation at 6 atmospheres for 10 seconds. A 3.5x12 mm nc trek balloon catheter was then used; however, it was inflated with the balloon rupturing during the first inflation at 10 atmospheres. A stent was implanted and an nc trek 3.5x8 mm was used of post-dilatation. The procedure was completed. There was no resistance during advancement or removal of the devices. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect prep. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It was reported that air bleeding of the balloon was performed inside the patient. The trek rx instructions for use states, all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise complications may occur. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The 3.5x12 mm nc trek referenced is being filed under a separate medwatch MFR number.